Manufacturer narrative:
Concomitant products: product ID: 8784, serial#: (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(4), ubd: 2018-02-08, UDI#:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, foreign healthcare provider) regarding a patient with an implantable pump for unknown indications for use. The pump administered the following medications: bupivacaine (concentration: 17,5 mg/ml, dose rate: 1,749 mcg/day), clonidine (concentration: 850 mcg/ml, 85 mcg/day), and morphine (concentration: 10 mg/ml, dose rate: 1 mg/day). It was reported that the patient experienced withdrawal symptoms. The connector between the pump and spinal segment of catheter was broken in two pieces. It was further noted that the issue was very strange as they never saw the broken connector. There were no known environmental/external/patient factors that may have led or contributed to the issue. The catheter was partially explanted. The connector and the pump segment of catheter were replaced. The connector would not be returned to the manufacturer as it was described as being lost. The issue was resolved. The patient was without injury regarding their status as of (B)(6) 2021. The patient's age, weight, and medical history were unknown / would not made available.